Event description:
It was reported that the patient presented to the hospital with a complaint of dizziness. Bradycardia was confirmed. A failed attempt was made to interrogate the pulse generator. Premature battery depletion was suspected, since the estimated battery longevity was greater than 7 years in (B)(6) 2023. The patient was scheduled for explant and the device was replaced. There were no further adverse patient consequences.

Manufacturer narrative:
The reported events of no output, premature discharge of battery and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.